Event description:
Caller reported a malfunction on the pump due to a momentary power loss to the vibrator motor. Blood glucose level of the customer did not exceed 500 mg/dl (27.7 mmol/l) and was within normal range. Cts assisted caller with pump reset information and the issue did not recur after resetting; caller understood and was instructed to contact cts if the malfunction happens again.